Manufacturer narrative:
The lead was received for analysis intact, not severed. Visual inspection revealed no abnormalities. Dried blood was noted in the helix housing and tissue was entwined in the helix, this made the helix mechanism unable to actuate. The lead passed electrical testing and stylet insertion testing. Thus, the irregular impedance allegation was not confirmed. X-ray imaging showed no conductor issues. Laboratory analysis was able to confirm the reported clinical observation of helix extension/retraction issues and placement difficulties.

Event description:
It was reported that this right ventricular (rv) lead exhibited irregular impedances, and was unable to be successfully implanted due to helix mechanism issues and placement difficulties. This lead was returned and analyzed. No adverse patient effects were reported.